Event description:
Reporter alleged the customer obtained a result of 408 mg/dl on the aviva system and took 22 units of novolog insulin, which is 2 more units than normal, because of the reading obtained. Reporter stated that 45 minutes later, the customer became disoriented and confused, was treated with orange juice, and then passed out a few minutes later. Reporter called for an ambulance, the emts obtained a result of 135 mg/dl on their system when they arrived 5 minutes later and took the customer to the hospital. Reporter stated that 25 minutes later, the emergency room obtained a result of 100 mg/dl and also drew blood for a lab test which result 30 minutes after that with a result of 42 mg/dl. Reporter stated they treated the customer with a sugar solution. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
Attorney reported: pt sustained injury and damages associated with her use of defective product the bard ventralex hernia patch and the bard composix kugel hernia patch. Specifically, as a result of having the bard ventralex hernia and the bard composix kugel hernia patches implanted in pt. Pt suffered disabling pain and required surgical intervention.